Manufacturer narrative:
As received, a complete lead was returned in one piece. No anomalies were found.

Event description:
It was reported that the left ventricular lead was dislodged. The lead was explanted and replaced. No additional information was reported/additional information was requested but not received.